Event description:
It is reported that prior to implanting, the surgeon examined the tibia and noticed the top surface looked worn. It had a significant amount of scratches and what appeared to be imperfections.

Manufacturer narrative:
This report will be amended when our investigation is complete.